Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump did not respond to touch prior to use. This issue was discovered during maintenance. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced the touch screen and the hkr pcb. The nvmem was cleared and functional checks were successfully performed. The unit was returned to service. Photographs of the replaced touch screen were taken and sent to sorin group (B)(4) for analysis. Evaluation of the photographs identified the root cause to be liquid penetration into the kapton-tail, which led to oxidation and the reported error. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action a CAPA and change order have already been implemented. Service inspected device on site.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump did not respond to touch prior to use. This issue was discovered during maintenance. There was no patient involvement.